Manufacturer narrative:
The facility's biomedical engineer stated that the channels came back online by themselves and declined any additional troubleshooting and no further information is available. There is not enough information available to determine the exact cause of reported issue. Should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
Spacelabs healthcare was notified that several beds connected to the xhibit telemetry receiver (xtr) system went offline unexpectedly. There is no patient or user harm reported with this event.